Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. On 20-april-2024, it was reported by the patient the infusion set was leaking from the site. Since last one day the infusion set is in use. No further information was available.